Event description:
The facility's biomed reported the pump was involved in an infiltration during pt use. The pt was receiving an IV of vancomycin when the nurse noticed at that location of the infusion site, there was a softball size bubble of meds that did not infuse into the pt's vein. The nurse stopped the infusion, placed a warm compress on the site, and raised the pt's arm to allow the fluid to absorb into the pt's system. The nurse replaced the set up with a new set up and continued with the therapy. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, pt injury, age of pt, medication involved, or the setup of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.